Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven(11) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source control panel on the front of the machine was blinking. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.